Event description:
Information received from the field notes that after the device was implanted, there was intermittent failure to capture and then no output. The patient went into cardiac arrest and the device was replaced. The patient was okay with the replacement device.